Event description:
Boston scientific received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms since implant. As a result, the device was programmed to dddr. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.